Manufacturer narrative:
Corrected data, initial report: inadvertently listed incorrect device code.

Event description:
Patient had their lead replaced due to fractured electrode. The explanted lead has not been received by the manufacturer to date. No other relevant information has been received to date.